Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, an out of range shock impedance was observed on this right ventricular (rv) lead. All other measurements were stable. Boston scientific technical services reviewed data from the system and provided troubleshooting and monitoring recommendations. The physician has elected to continue monitoring the system. This rv lead and the implantable cardioverter defibrillator remain in service. No adverse patient effects were reported.